Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was unsure if it was on the 30s mmol/l. The events leading to the admission was ketones and dehydration. Troubleshooting was performed. Reviewed the alarm history and found a motor error. Assisted the caller to run a manual prime test and the insulin did exit. Advised to call back when the tubing clamp is available to continue testing. Instructed to remove the cannula and it was not bent or occluded. Suggested to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.